Event description:
The patient claimed that all the buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The pump was returned with the following findings: pump powered to the verified screen with an unresponsive keypad. Found keypad to be intact with no evidence of tearing or peeling. Upon external inspection moisture was evident behind display. Performed leak test and pump failed. Case cracked in location of s/n label. Disassembled pump to check for moisture. Moisture found inside pump and in keypad flex connector. Removed keypad to inspect key contacts for contamination. No contamination found on key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.